Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as part of it is in the patient and the other part was discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It reported that during an open reduction internal fixation on (B)(6) 2016 of the mandible, during tightening of the sixth and final screw affixed to the plate, a matrix wave plate snapped off at the last screw hole. The surgeon removed the screw and trimmed the plate at the broken screw hole. The broken fragment was easily removed from the surgical field without any additional medical intervention; there was less than a minute delay in the procedure. As the plate was affixed with five other screws and wires across the lingula, the trimmed of piece of plate and the unused sixth screw did not change the outcome of the surgery; the plate was fixated pretty well. The patient was noted to be stable at the outcome of surgery. Concomitant medical products: matrixwave mmf titanium 1.8mm screw self drilling (part 04.503.825.01, lot unknown, quantity 6). This is report 1 of 1 for (B)(4).